Event description:
It was reported to philips that the device displayed an equipment disabled: therapy message following a defib test failure during operational testing. There was no patient involvement.